Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varicose veins performed on (B)(6) 2023. During the procedure, it was noticed that the suture was a bit knotted. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of suture have multiple knots in the ligator.

Manufacturer narrative:
H6: imdrf device code a0406 captures the reportable event of suture have multiple knots in the ligator. H10: the returned speedband superview super 7 (ligator housing only) was analyzed, and a visual evaluation noted that the ligator housing returned with five bands attached, some of them were moved and overlapped, one band was broken, and the white band was not present. The suture thread was not returned, it was fully unfolded from the ligator housing, and the ligator housing still had five bands attached. The suture hole of the ligator housing was in good condition. The ligator housing teeth were found bent/damaged. No other problems with the device were noted. The reported event of the suture having multiple knots in the ligator cannot be confirmed since the suture thread was not returned. Upon analysis, the suture thread was fully unfolded from the ligator housing, and the ligator housing still had five bands attached, some of them were moved and overlapped, one band was broken, the white band was not present, and the ligator housing teeth were bent/damaged. This suggests the inability of the device to deploy the bands. It is possible that an excess tension was applied in an incorrectly way, causing the bands to move out of place twisting and overlapping them until they broke. Perhaps the manipulation, technique used, or the patient's anatomical conditions could have contributed to these problems. Since the suture thread was not returned for analysis, the reported problem cannot be confirmed. Without the proper evaluation of the suture the most probable root cause cannot be established due to lack of evidence. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure to treat varicose veins performed on (B)(6) 2023. During the procedure, it was noticed that the suture was a bit knotted. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.